Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was went off in the middle of case. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a station was went off in the middle of case. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shutdown occurred during a facility backup power test, and the upgrade process delayed accessibility until the reboot was completed. A field service engineer contacted the customer, confirmed that the station was operational after the reboot and upgrade, and advised that anesthesia stations do not automatically reboot and should be rebooted weekly. The engineer verified the station status in remote smart services (rss), confirmed it was online, no longer in critical status, and had the latest updates. The customer was reminded to reboot anesthesia stations during refills. No further issues were reported, and the case was closed. The system functioned as intended after the field service engineer repaired the device.